Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing, the flex video scope device tested positive for greater than 92 colony forming units (cfu)/100 ml of mesophilic bacillus spp. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information received from customer.

Manufacturer narrative:
Correction: h6 (component code). This report is being supplemented to provide additional information based on the review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and the complaint investigation. Olympus reviewed the customer provided cds processes, where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: all channels, cfu: >80 cfu, bacterial identification: bacillus spp. Mesophiles (30 °c). Sampling date: (B)(6) 2025, sampling from: biopsy channel, cfu: 1 cfu, bacterial identification: bacillaceae. Sampling date: (B)(6) 2025, sampling from: biopsy channel, cfu: 23 cfu, bacterial identification: bacillus spp. Mesophiles (30 °c). Sampling date: (B)(6) 2025, sampling from: air/water channel, cfu: <1 cfu, bacterial identification: n/a. Sampling date: (B)(6) 2025, sampling from: auxiliary channel, cfu: 2 cfu, bacterial identification: staphylococcus hominis. Sampling date: (B)(6) 2025, sampling from: biopsy channel, cfu: 1 cfu, bacterial identification: micrococcaceae. Sampling date: (B)(6) 2025, sampling from: suction channel, cfu: 1 cfu, bacterial identification: micrococcaceae. Sampling date: (B)(6) 2025, sampling from: air/water channel, cfu: 1 cfu, bacterial identification: micrococcaceae. Sampling date: (B)(6) 2025, sampling from: auxiliary channel, cfu: <1 cfu, bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.